Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37092, lot# 242130001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
The healthcare provider reported that the patient had a partial system implant. The patient felt that stimulation never helped with their pain management and the location of the implantable neurostimulator (ins) was causing them discomfort. The patient no longer had the ins but the leads were still in place. The patient was indicated for chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was removed because it was never as effective as they had expected. The hcp was not able to get the leads as far up because of an obstruction in the spine (scoliosis), so he was not able to get to the main source of pain. The patient was not operating the hand held device properly. During first programming after implant - they could not get stimulation in pain areas. The patient did not get as much out of the device as the trial implant provided. It became cumbersome for the patient - she was elderly and also had trouble using the patient programmer to adjust stimulation. If additional information is received, a follow-up report will be sent.